Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" the device has been explanted.

Event description:
Healthcare professional reported capsular contracture grade unknown, mammary gland without pathological changes with adipose and glandular tissue, no images of malignant characteristics are observed. Silicone breast implant with discrete undulations in its anterior face¿ and ¿slight amount of peri-implant liquid¿. This is for the left side device.

Manufacturer narrative:
The events of capsular contracture grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.